Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a proglide device after an unspecified diagnostic procedure using a 6f sheath. It was reported that a cuff miss [suture retrieval issue] was noticed with two proglide devices. An attempt was made with a prostyle device; however, a cuff miss [suture retrieval issue] was also noticed. When attempting to remove the prostyle device from the vessel the device became stuck and was unable to be removed from the vessel. Attempts were made to "wiggle" the device and open and close the foot; however, it was still stuck. A surgeon was called in and performed a cut down surgery to remove the device. There was no reported adverse patient sequela; however, there was a reported clinically significant delay in the procedure or therapy due to the need for cut down surgery. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide and prostyle devices referenced are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.